Event description:
The following has been reported: "error keypad. Fault was diagnosted in faulty display board (connection of keypad with device). After changing faulty display board to new one, device is [functional] and safe." Reporting due to the referenced issue. No reports of any adverse effects sustained by a patient or any patient involvement. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no issue has been found. Device log was not provided, therefore no review could be performed. The subject spare part display board was returned at our laboratory for analysis. Upon reception, the subject part was submitted to some tests in order to confirm the reported defect. During the test in a agilia sp tester, the error 28-0002 was triggered which confirms the reported event. No further test could be performed. Based on available information, the root cause of the reported event is likely due to a defective component. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.